Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1, product type: crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the left ventricular (lv) lead dislodged. A new lead was attempted, however, the patient's venous access too tight. The lead was capped and not replaced. No patient complications have been reported as a result of this event.